Manufacturer narrative:
(B)(4). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 model intra ocular lens(iol) was explanted from patient's right eye in a secondary surgical procedure because of residual astigmatism post cataract surgery and decreased visual acuity. Additional information was received stating that no medical/surgical interventions such as vitrectomy, incision enlargement or sutures were required. The replacement lens is a same model but different diopter lens. The patient was doing fine at the time of discharge. Suspect lens is not available for investigation. Patient/user outcome: visual acuity pre-op (pre-initial implant): 20/70+2. Visual acuity post-op (post-initial implant):20/150. Visual acuity post-op (post-replacement):20/30-2. No further information provided.